Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer called in to report that the right master tool manipulator (mtm) vibrated on its own. The customer touched the right mtm, and the reported issue disappeared. System functionality was reportedly checked prior to use, and no issues/errors were noted. The site continued with the procedure as planned. There was no reported injury. Intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional/updated information regarding the reported event: the site continued and completed the procedure successfully with no patient harm.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Based on the field evaluation, the fse was unable to reproduce the reported problem. The fse inspected the right master tool manipulator (mtm) degrees of freedom (dof) 2-4 and found no obvious issue. The fse reviewed the system log and identified errors 22023 & 22005 pointing to the right mtm dof 2-4 and joints 1-7. The errors were found in many power cycles. The fse replaced the right mtm to resolve the reported problem. The system was tested and verified as ready for use. Isi received the right mtm involved with this complaint to perform failure analysis. Failure analysis investigations reproduced the reported failure (vibration) during a sine cycle. The mechanical cables of axes 1, 2 and 3 were re-tensioned to fix the reported problem. The complaint regarding the right mtm vibrated on its own was confirmed based on the failure analysis, which indicates that the device did contribute to the customer reported issue. A review of the procedure log showed the same surgeon performed five da vinci-assisted simple prostatectomy surgical procedures on 22-nov-2022 with system sk3114. At this time, it is unknown which procedure is applicable to this reported event. The system logs were reviewed/analyzed as part of the fse's investigation. No image or video clip for the reported event was submitted to isi for review. This complaint is considered a reportable event due to the following conclusion: an isi fse replaced the right mtm to resolve the reported problem. The initial reported complaint and subsequent findings from the fse could lead to the procedure to be converted/aborted and may lead to an injury due to the patient¿s inability to tolerate a procedure change due to system unavailability after the start of a surgical procedure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.